Manufacturer narrative:
The cause for the (B)(6) advia centaur xp ((B)(6)) result compared to (B)(6) results, and a known (B)(6) patient is unknown. Siemens is investigating. The instruction for use (IFU) states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not exclude the possibility of exposure to (B)(6)." Additional reagent lot information: advia centaur xp, sister facility ((B)(6)), (B)(4), reagent lot: 062274, expiration date: 02/06/2018, date of manufacturer: 02/06/2017. MDR 1219913-2017-00207 was filed for the same complaint, however from a new sample draw on a different day for the same patient.

Event description:
A (B)(6) advia centaur xp hcv ((B)(6)) result was obtained by the customer, and the result was questioned by the physician. The (B)(6) result was considered (B)(6) as it did not match the clinical picture. The patient is known to be (B)(6) and a (B)(6) result has been obtained at a hospital. The patient sample was tested on other advia centaur xp systems and the results were (B)(6). The patient sample was tested at a sister facility on an advia centaur xp system, and alternate test method (pcr) for hcv. The advia centaur xp hcv result at this site was (B)(6), and the alternate hcv pcr test method was (B)(6). The patient sample was sent to an alternate reference laboratory, tested on two alternate test methods, and the results were (B)(6). A corrected result was provided to the physician. The same patient was redrawn at a later date, and the advia centaur xp hcv ((B)(6)) results were (B)(6) on three different advia centaur systems (refer to MDR 1219913-2017-00207). There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp hcv result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00195 on 09/19/2017 for a (B)(6) advia centaur xp hcv (ahcv) patient result. On 09/26/2017, additional information: the patient sample was received, tested by siemens, and the advia centaur hcv results were (B)(6) when tested on hcv reagent lot 062270 and lot 062275. The testing of the sample on the inno-lia test, showed (B)(6) result for (B)(6). According to the inno-lia manufacturer's instruction for use (IFU), this is considered a (B)(6) result. The inno-lia results show that there are minimal titers of other anti-hcv antigen antibodies (faint ns3 signal). It is possible that the patient could be undergoing a recent (B)(6), and (B)(6) specific antibodies may be developing that do not yet exist in the patient's serum. The cause for the (B)(6) advia centaur xp hcv (ahcv) patient result is unknown. No conclusion can be drawn. The instruction for use (IFU) states in the limitations section: "the instruction for use (IFU) states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis c virus." The instrument is performing within specification. No further evaluation of the device is required. MDR 1219913-2017-00207 and MDR 1219913-2017-00207 supplemental report were filed for the same complaint, however from a new sample draw on a different day for the same patient.